Event description:
Dialysis to initiated on fres. Dialyzer. Heparinbolus give pre to. Dialyzer and lines clotted within 20 minutes of initiation of tx. Machine pull - pt. Put on another dialysis machine. New dialyzer and lines set up. Tx reinitiated and completed w/o further difficultydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.